Manufacturer narrative:
The initial MDR 2432235-2015-00280 was filed on june 08, 2015. Corrected information: the units stated in the initial MDR for enzymatic creatinine_2 are mmol/l.

Manufacturer narrative:
The initial MDR 2432235-2015-00280 was filed on june 08, 2015. The first supplemental MDR 2432235-2015-00280_s1 was filed on june 09, 2015. Additional information (07/09/2015): the event was discussed with a siemens customer care center specialist. The customer stated that the discordant ecrea_2 results was isolated to this sample. The instrument was performing as expected and service was not required. The cause of the discordant ecre_2 result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. (B)(4).

Event description:
Discordant enzymatic creatinine_2 (ecre_2) results were obtained on one patient sample upon initial and repeat testing on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant ecre_2 results.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the issue. The cause of the discordant ecre_2 results on one patient sample is unknown.

Event description:
Discordant enzymatic creatinine_2 (ecre_2) results were obtained on one patient sample upon initial and repeat testing on an advia 1800 instrument. The discordant results were not reported to the physician(s). It is unknown if the sample was repeated and if the correct result was provided to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ecre_2 results.